Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coils (pod pcs), ruby coils, pod coils, and a non-penumbra microcatheter. During the procedure, a total of eight ruby coils and pod coils were implanted successfully into the target location. While advancing the next pod pc through the microcatheter, the pusher assembly became kinked in two locations. Therefore, the pod pc was removed. The procedure was completed using a new pod pc, four additional ruby coils and pod pcs, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The pusher assembly was kinked approximately 28.0 and 46.0 cm from its proximal end. The pusher assembly had bends throughout its length. The embolization coil was intact with its pusher assembly, knotted, and had offset coil winds. Conclusions: evaluation of the returned pod pc confirmed that the pusher assembly was kinked. If the pod pc is forcefully advanced against resistance, damage such as kinks may occur. During the functional test, resistance was encountered while attempting to re-sheath the pod pc due to the kinks in the pusher assembly, and the pod pc could not be re-sheathed. Further evaluation of the returned pod pc revealed that the pusher assembly was fractured, the pusher assembly had bends throughout its length, and the embolization coil was knotted and had offset coil winds. These damages were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.